Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through a clinical study form, that this left ventricular lead exhibited out of range impedances measurements as well as, low intrinsic amplitudes. No corrective actions were taken and no adverse patient effects reported. To date, the lead remains implanted and in service.